Event description:
This lead was explanted and replaced due to loss of capture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8 cm distal to the is-1 connector pin. All fragments were received for analysis. An extraction tool was inserted in the distal lead fragment. The analysis revealed multiple signs of wear along the lead fragments. Furthermore extraction damages were noted such as cuts in the insulation. Blood had penetrated the lead in these areas. The distal part of the lead was found pulled out of the ring electrode which most likely resulted from tensile forces applied during the extraction. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.